Event description:
As reported by the field clinical specialist (fcs), during implant of a 29 mm sapien 3 ultra resilia valve in the aortic position, the initial valve and sheath had to be removed due to a puncture by the valve frame into the strain relief of the sheath. During the insertion of the valve, while still in the loader, the valve compromised the distal portion of the strain relief. The valve appeared to be attempting to "exit' the sheath as it was being introduced into the sheath. Examination after removal revealed a small puncture in the sheath strain relief. No harm or injury was experienced by the patient, as the valve never fully "exited" the sheath. A new sheath, delivery system, and valve were prepped after the previous unit was removed as a single unit. The case proceeded without incident and the patient returned to their room. The puncture of the strain relief was at skin level and the esheath was not inserted at a steep angle. The only difference in the esheath insertion was the second sheath was "hubbed" at the skin level.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2025-05976. The devices were returned to edwards for evaluation. The 29mm commander ds returned partially inserted through the sheath. Per the initial pre-deco evaluation and visual examination, the full loader assembly was on the flex shaft. The delivery system was unflexed, with no fine adjust performed, and locked at default position. The 16f esheath+ was returned, with the distal tip is unopened. The liner was partially expanded approx. 5.5" from distal strain relief, rest of liner was unexpanded. There was a sheath puncture on the strain relief approximately 2.25" from comnut. The liner was torn under the strain relief approx. 0.5" in length and the hdpe was torn under the strain relief approx. 0.5" in length. Engineering disassembled the sheath hub to remove valve from the distal comnut and proximal strain relief area. The crimped valve was on the delivery system crimped balloon. Three (3) struts were slightly bent outward on the inflow side. This issue is not related to manufacturing deficiency, design, reliability, use error, labeling, or device related infection and therefore device history record (DHR) review is not required. As the returned device showed no evidence of a product non-conformance, a lot history review not required. As the returned device meets specification with no evidence to support a manufacturing/design defect has contributed to the complaint, a manufacturing mitigation review is not required. Due to the condition of the returned device (sheath puncture and liner tear under strain relief), no applicable functional testing was able to be performed. Due to the nature of the complaint, no dimensional testing was performed. The complaint was confirmed through visual examination. The sheath+ IFU, commander with s3/s3u/s3ur IFU, device preparation manual and procedural training manual were reviewed. It is noted to use caution in tortuous or calcified vessels that would prevent safe entry of the introducer set. Additionally it cautions, if a significant increase in resistance occurs when advancing the catheter through the vasculature, stop advancement and investigate the cause of resistance before proceeding. Do not force passage, as this could increase the risk of vascular complications. As compared to sapien 3, system advancement force may be higher with the use of sapien 3 ultra/ sapien 3 ultra resilia thv in tortuous/challenging vessel anatomies. No IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The sheath puncture was confirmed based on evaluation of the returned device. Review of returned the product showed no indication that a manufacturing non-conformance contributed to the event. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. Per device evaluation, it is likely that the sheath puncture occurred due to the incomplete sheath insertion and constrained access site. It is likely that the sheath was unable to be fully inserted as it was reported that ''the only difference in the esheath insertion was the second sheath was "hubbed" at the skin level.'' The first sheath potentially experienced some instability when advancing the thv at the skin level, caused some interaction with the sheath. Furthermore, the access site was likely constrained as it was reported that ''the perceived root cause of the event is that there may have been scar tissue in the area that deformed the sheath in the strain relief area.'' Constrained access sites may result in adverse interaction of the valve strut with the sheath due to the confined inner lumen, resulting in sheath damage (in this case, an alleged puncture). As such, available information suggests that procedural factors (sheath instability) and patient factors (constrained access) may have contributed to the sheath puncture. A product risk assessment (pra) is not required because there are no confirmed product or labeling/IFU/training material non-conformances affecting distributed product and no other triggers have been met. A CAPA/scar is not required because an edwards/supplier defect which could have resulted in the complaint was not confirmed. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required.